Manufacturer narrative:
This unit was field serviced by a vyaire medical field service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The service technician visually inspected the unit and did not see any defects. As a precaution, the service technician replaced the 10k pot and did performance testing on the unit. The ventilator passed all testings and calibrations per manufacturers specifications.

Event description:
It was reported to vyaire medical that the frequency was unstable. The customer stated that the frequency changes from 12 to 14 without anyone making any adjustments. There was no patient harm associated with this reported event.